Manufacturer narrative:
Concomitant products: physician programmer model 8840, serial# unknown, implanted: na, explanted: na; catheter model 8780, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).

Event description:
Physician programmer read pump memory error, pump and catheter data invalid. That programmer had an old software card. A programmer with up to date software card was used and the pump read with no problem, the action resolved the issue.

Manufacturer narrative:
(B)(4).